Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-74, serial #: (B)(4), description: avista MRI perc lead kit 74 cm; model #: sc-4319, lot #: 21101845 description: clik x MRI anchor. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the product revealed that no anomalies or deviations potentially relate to the event during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that patient had an infection at the pocket site. Symptoms were redness, heat and drainage. The physician believed that it was not device related and the cause was unknown. Antibiotics were prescribed. The patient underwent an explant procedure and was doing well postoperatively.